Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert of non-sustained ventricular oversesensing. It was discovered that the implantable cardioverter defibrillator (ICD) was oversensing post paced t-waves. The ICD was reprogrammed to address the oversensing on (B)(6) 2020. The patient was in stable condition.